Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had experienced high blood glucose level. The high blood glucose level of customer was 25 mmol/l. It was unknown that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown that auto mode feature was active at the time of incident. Infusion set had bent cannula. The insulin pump will not be returned for analysis.